Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with bg 260 mg/dl. The user was guided through an infusion set and cartridge change, after which insulin therapy was resumed. No hospitalization, medical intervention, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.